Event description:
Rptr had bilateral hearing aids for approx 1 month before they stopped working. MFR replaced devices. Second set has been repaired 3 times. On one occasion the amplifier malfunctioned. On 12/18/95 MFR replaced both hearing aids because of continued problems. Rptr states he was told by distributor not to open battery door at night. Door does not appear to be sturdy.